Event description:
I had saline implants, place (B)(6) 1997. Since then, I have suffered with debilitating fatigue, hormone problems, brain fog, memory issues, nausea, vertigo, joint pain and swelling, muscle pains, adrenal fatigue, weight gain and a multitude of other issues. These symptoms began less than 6 months after implant and have persisted for 21+ years.